Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient's spouse contacted technical support regarding a sensor replacement issue. She reported that the sensor failed on (B)(6) 2025, immediately upon use, and when it was removed, a wire remained lodged in the patient's arm. The patient subsequently visited a medical clinic to have the wire removed. The spouse declined to provide further information or answer additional questions. No other details were documented. Although additional attempts were made to obtain clarification of event details, no reply has been received. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.